Manufacturer narrative:
The submitted log file did not indicate any interruptions in pump support or suspect driveline related issues. However, the evaluation of heartmate ii lvas confirmed damage to the internal portion of the driveline wires that would have contributed to the reported pump stop events. Vad returned with the driveline (dl) severed approximately 1.5¿ from the pump housing and the distal portion of the dl was returned in one segment measuring approximately 36¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief and bend relief collar were not returned. Upon disassembly of vad visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Both the pump-end segment and the distal portion of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield layers were carefully removed to evaluate the underlying wires. Visual examination of the 36¿ dl segment revealed damage to the insulation of the red wire approximately 29.5¿, 32¿, and 32.75¿ from the metal connector; the orange wire approximately 29¿ and 32¿ from the metal connector; the yellow wire approximately 29¿ and 33¿ from the metal connector; the black wire approximately 28.5¿ and 29.5¿ from the metal connector; and the brown wire approximately 27.5¿ from the metal connector. All of the observed damage appeared to be the result of abrasion from the metal braised shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red, orange, yellow, brown or black wires contacted the braided shield while operating on the power module/mpu, the resulting short to ground could have resulted in the alarms and interruptions in pump function. Such events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mpu or battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 3 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was readmitted for short to shield issue with the driveline. A pump exchanged to another lvad was performed on (B)(6) 2018, due to driveline short to shield.